Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient's right atrial (ra) lead was oversensing noise resulted in pacing inhibition and inappropriate mode switch episodes. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.